Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, bladder pain, recurrent urinary tract infection, infection, bowel problems, dyspareunia, and vaginal scarring. It was also reported that the plaintiff experienced suprapubic and vaginal pain, vaginal discharge, recurrent bladder stone, stress and urge incontinence, urinary frequency, adhesions, nocturia, vaginal fistula, retention of urine, intrinsic sphincter deficiency, vaginal stenosis, atrophic introitus, vaginal bleeding and gross hematuria. The plaintiff underwent a series of revision surgeries. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory distress failure, hypoxia, pulmonary hypertension and chronic obstructive pulmonary disease. Related to manufacturer report #: 3011770902-2016-00332, 3011770902-2016-00333